Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an internal review of data transmitted from the device indicated that an electrical reset occurred resulting in the resetting of the device clock. The device remains in use. No patient complications have been reported as a result of this event.